Manufacturer narrative:
Taper ii: further information has been requested of the initial reporter regarding: implant date, device information, clarification on reported event and patient history. To date, no additional information has been received by apollo. Device evaluation summary: the device was returned for analysis, and visual examination confirmed the connector type as taper ii. A visual inspection was performed on the device and noted white particles on the access port and port septum. A piece of material, likely a suture, was tied to two port holes. The port tubing was noted to be discolored, and appeared to be yellowish in color. A port leak test was performed, and noted leakage at the port taper tubing junction. Under microscopic analysis, the opening at the port taper tubing junction was observed to be smooth-edged, consistent with wear and tear. Microscopic analysis noted that the band tubing was broken with striations consistent with surgical end cut to remove the device. A fill inspection test was performed, and no blockage or resistance to flow was noted. A review of device labeling reveals: adverse events: unplanned deflation of the band may occur due to leakage from the band, the port or the connecting tubing. Precautions: care must be taken during band adjustment to avoid puncturing the tubing that connects the access port and band, as this will cause leakage and deflation of the inflatable section. Failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage. In order to avoid incorrect placement, the port should be placed lateral to the trocar opening. A pocket must be created for the port so that it is placed far enough from the trocar path to avoid abrupt kinking of the tubing. The tubing path should point in the direction of the access port connector so that the tubing will form a straight line with a gentle arching transition into the abdomen.

Event description:
Reported as: a patient with the lap-band system was reported to have "weight gain and...is always hungry." The port was removed and replaced.

Manufacturer narrative:
Taper ii, supplement #1 - medwatch sent to the FDA on 02/28/2017. Corrected information: adverse event and/or product problem, describe event or problem, type of reportable event, evaluation codes.

Event description:
Additional information noted the reason for port removal was "severed tubing and dislocated case."